Manufacturer narrative:
The device was returned, decontaminated and visually investigated. The device was returned with a damaged jaw tip. The device was connected to a working foot switch and power supply and tested for functionality. The device operated as intended on both high and low power settings. No sparking or unintended energy was noted to come from the tip of the device. This complaint is unconfirmed. Although this complaint is unconfirmed, the type of physical damages noted on this device indicates that the insulation on the tip may have been compromised. The device was returned with a missing polyester shrink tubing on the heater side. Lack of this insulation could cause the device to arc. Visual signs of arcing were noted on the jaws of the device. The polyester shrink tubing on the non heater side, was slightly damaged with burn marks and a small tear that may have been the result of arcing that may have been caused by a missing heat shrink. If the device was activated with the jaws pressing up against each other with a missing heat shrink, arcing may occur. The root cause of this incident is undetermined.

Event description:
During a surgical procedure, the thermal forceps instrument when plugged in, generated a spark between the forceps jaw tips. The device was replaced with a new one to continue with the surgical procedure. There was no harm to the patient.